Event description:
Per the surgeon's chart notes, the pt had numerous complications with the site healing. In 2005, a revision surgery was done. The next month, the fixture and abument were removed. The following two months, the pt was reimplanted. Eight months earlier, it was reported that the pt healed well and I was wearing the device successfully. This event was inadvertently not reported at the time of the event.